Manufacturer narrative:
The device was serviced in the field and found to be functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that sometimes the electrode couldn't be recognized by the magnet. There was no patient present.